Event description:
The thermacor 1200 infusion system was being used during a case at stormont vail regional healthcare (date of surgery unknown). During the case, it was noted that the dnc-1200 (cassette) began to leak when the flow rate was increased to 1000 ml/min. When the flow rate was decreased, the leaking seemed to cease. The location of the leak was undetermined by the hospital staff. The cassette was not saved for investigation. The cassette was replaced and the surgery was completed. No patient injury or extended surgery time was noted due to this issue.

Manufacturer narrative:
Cassette was not returned for evaluation purposes. The hospital did not provide lot number information. Date of surgery was also not reported.